Manufacturer narrative:
The patient indicated that he has seen a doctor on (B)(6) 2012 and has no further problems. As per the patient, the pain was not related to the mesh or the suture. The patient reports that he has an entrapped nerve in the groin. The patient has been treated with a nerve blocker and is feeling much better.

Manufacturer narrative:
(B)(4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2010 and suture was used to fixate the mesh to the pubic symphysis. Since the surgery, the patient has experienced pain in the abdomen and down his leg. The patient has been referred to a surgeon for treatment.